Event description:
The handpiece was returned to the MFR for service, and during the investigation, it was found that the leafkey housing is chipped. There was no pt involvement during the event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.